Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The tip of the needle broke off in the lung of a patient. This caused no harm to the patient, and the tip was ¿fished¿ out of the lung using some forceps. I am awaiting a picture of the packaging to report the lot number. As per cc form: take out the ebus scope, down with 2,8 scope, biopsy forcepts used to remove the stuck needle, the scope was then removed whilst the needle was in the working channel. Additional information received 01-dec-2022: note user error: per question 28 stylet partially removed. Patient outcome: a section of the device did remain inside the patient¿s body. They used a forcept to retreive it. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. Are images of the device or procedure available? No 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 5. If the device is a procore needle, is the device damage located at the notch / core trap? No if no, please specify where the damage is located: _____________________ 6. Was gaining access to the target site difficult? No 7. Was the device used in a tortuous position? No 8. Was puncture of the target site difficult? Yes 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Lungs. A. If the lungs, which lymph node was being targeted? 4r 10. Please describe the size of the intended target site. Quite large, 1cm. 11. If not with the device in question, how was the procedure performed and/or finished? Take out the ebus scope, down with 2,8 scope, biopsy forcepts used to remove the stuck needle, the scope was then removed whilst the needle was in the working channel. 12. Was the device damaged in packaging prior to removal? No 13. Was the device damaged on removal from packaging? No 14. Was force required to remove the device? Yes ( but the needle had slid down and lodged deeper in the lung.) 15. Did the patient require any additional procedures as a result of this event? No 16. What intervention (if any) was required? See question 11 for answer. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another daysame procedure 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? Yes. Needle was broken. 19. If yes, please specify what was observed and where on the device it was observed.question 18. 20. What is the scope manufacturer and model number that was used? Pentax. 21. Was resistance felt while inserting the device through the scope? Yes- but not much different from normally. 22. Was the scope recently serviced / repaired? Yes 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? N/a 24. Was the syringe used during the procedure, after the stylet was removed? No 25. Was difficulty experienced while retracting the needle? No 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? No 28. Was the stylet partially removed when advancing the needle into the target site? Yes 29. How many samples were obtained (passes completed) with this needle? 3 30. Did any section of the device detach inside the patient? Yes if yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Yes

Event description:
Supplemental follow-up report is being submitted due to the receipt of device and lot number confirmed on (B)(6) 2022 and evaluation of the complaint device. Lab evaluation completed on (B)(6) 2023. Investigation has been completed on (B)(6) 2023 and this report will also include the update to the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476 device evaluation 1 unit of lot c1971085 of echo-hd-22-ebus-p was returned opened in its original packaging without the tyvek cover. After completing decon of the returned complaint device the following was communicated to the pr originator; ¿the device related to (B)(4) was deconed earlier today and the lot number detailed on the packaging was c1971085. Can you please update trackwise with this detail as currently that section states ¿unknown¿? As a result of the above the lot number details were updated from ¿unknown¿ to c1971085. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on (B)(6) 2023. The lab evaluation notes and lab attendance can be viewed in the ¿returned product ¿ notes¿ section. The broken needle tip of approx. 1.1cm in length was returned separately to the device. A proximal kink below the sheath extender was also observed on the device returned. Clarification was requested as follows; ¿during the lab evaluation of the device related to this complaint a kink below the sheath extender was observed. Can you please ask if the above kink was observed prior to the device getting shipped back to cirl as the following answers to the below additional questions would indicate it was not. If that is the case then it can be assumed that the kink would have occurred in the transport returns process.¿ reply was received as follows; ¿we spoke about this when I was with them and they told me nothing appeared to be out of the normal with the product. I didn¿t notice anything wrong with it when I was visiting and packaged it. I think it can be assumed the kink is from sometime in the delivery from norway to ireland.¿ the above reply would indicate that the kink observed during the lab evaluation was most likely caused due to transport returns. Document review including IFU review prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p of lot number c1971085 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1971085. The notes section of the instructions for use which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the target site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet. Image review n/a root cause review a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. As the stylet provides support to the needle for puncture this would have led to the distal end of the needle to break. As per q.34 of the additional questions it is also possible that the needle tip hitting the cartilage rings of the trachea may also have contributed to the distal needle break. Summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle tip was recovered from the patient using a forceps. Complaints of this nature will continue to be monitored for potential emerging trends.